Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that cuff misses occurred during attempted suture placement with two proglide devices in the left common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Two additional proglide devices were used for successful suture placement prior to the tavi procedure. The arteriotomy was a 6f with mild calcification at the access site. During the tavi procedure the sheath was upsized to a 10f, 14f, 18f then a 21f. The tavi procedure was successfully completed and hemostasis was achieved with the two pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.